Manufacturer narrative:
Plant investigation: the complaint sample was not returned to the manufacturer for physical evaluation. In addition, the lot number for the sample was not provided. Therefore, the manufacturing records could not be reviewed. The log files of the console also were not provided. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a critically ill patient on extracorporeal membrane oxygenation (ECMO) support utilizing the novalung console with the xlung kit expired. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius/ xenios product. Reportedly, the patient was placed on ECMO support in early (B)(6) (exact date not provided) for respiratory failure due to a covid-19 infection. On (B)(6) 2021, the patient¿s mechanical ventilation needs elevated which required an increase in positive end-expiratory pressure and percentage oxygen. The patient¿s novalung console settings were 7.0 l/min of flow at 10,000 rpms, 100% oxygen and 11 l/min sweep gas. The patient¿s distal oxygen saturation (spo2) decreased to the low 80's and post-oxygenator pressure of arterial oxygen (pao2) via arterial blood gas (abg) was 284 mmhg. The decision was made to exchange the xlung kit and a new xlung kit circuit was primed and exchanged. The patient¿s spo2 decreased to the 50's during the short time of the circuit change and increased to 93% within a few minutes of the exchange. An ECMO specialist noted air in the venous limb of the circuit while blood flows dropped slightly. The ECMO specialist decreased rpms to allow air to move out of the pump head and returned rpms to restore target blood flow. The patient¿s spo2 dropped quickly during this process and once flows were re-established, the spo2 did not recover. A provider was not able to get the patient¿s spo2 above 70%. The ECMO specialist suspected a clot in the venous limb may have been the issue; however, pre-oxygenator and post-oxygenator delta pressures were similar to values from previous circuit. A post-oxygenator abg showed a pao2 of 74 mmhg. The wall oxygen, gas blender and oxygen tank were checked and all confirmed appropriate gas values. The patient¿s post-oxygenator pao2 was 80 mmhg. The ECMO specialist noticed a yellow cap was still on the oxygenator and it was removed. An additional abg was drawn shortly after with no significant change in pao2. The patient¿s health was declining over the previous two days, and it was decided by the patient¿s family to place the patient on a ¿do-not-resuscitate¿ order at approximately 10:00 pm on (B)(6) 2021. The patient experienced a cardiac arrest at approximately 1:30 am on (B)(6) 2021 and the patient expired due to respiratory failure leading to the cardiac arrest. Multiple attempts were made to acquire further details concerning specific patient information, ECMO course and the patient¿s death; however, no additional information was obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ECMO support utilizing the xlung kit oxygenator and the patient¿s death. It has been well established patient¿s with covid-19 infections supported by ECMO have a high risk of mortality due to severe acute respiratory distress syndrome. The patient¿s death can be attributed to respiratory failure and cardiac arrest as a result of a covid-19 infection as reported by a medical professional. It is within reason to believe the cause of the patient¿s death was not due to the performance of the xlung kit as the patient was placed on a ¿do-not-resuscitate¿ order by a hospital physician. This provides evidence that further supportive modalities for this patient presented fruitless due to a declination of health caused by the covid-19 infection. Therefore, the xlung kit can be excluded as a source of this event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
It was reported that a critically ill patient on extracorporeal membrane oxygenation (ECMO) support utilizing the novalung console with the xlung kit expired. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius/ xenios product. Reportedly, the patient was placed on ECMO support in early (B)(6) (exact date not provided) for respiratory failure due to a covid-19 infection. On (B)(6) 2021, the patient¿s mechanical ventilation needs elevated which required an increase in positive end-expiratory pressure and percentage oxygen. The patient¿s novalung console settings were 7.0 l/min of flow at 10,000 rpms, 100% oxygen and 11 l/min sweep gas. The patient¿s distal oxygen saturation (spo2) decreased to the low 80's and post-oxygenator pressure of arterial oxygen (pao2) via arterial blood gas (abg) was 284 mmhg. The decision was made to exchange the xlung kit and a new xlung kit circuit was primed and exchanged. The patient¿s spo2 decreased to the 50's during the short time of the circuit change and increased to 93% within a few minutes of the exchange. An ECMO specialist noted air in the venous limb of the circuit while blood flows dropped slightly. The ECMO specialist decreased rpms to allow air to move out of the pump head and returned rpms to restore target blood flow. The patient¿s spo2 dropped quickly during this process and once flows were re-established, the spo2 did not recover. A provider was not able to get the patient¿s spo2 above 70%. The ECMO specialist suspected a clot in the venous limb may have been the issue; however, pre-oxygenator and post-oxygenator delta pressures were similar to values from previous circuit. A post-oxygenator abg showed a pao2 of 74 mmhg. The wall oxygen, gas blender and oxygen tank were checked and all confirmed appropriate gas values. The patient¿s post-oxygenator pao2 was 80 mmhg. The ECMO specialist noticed a yellow cap was still on the oxygenator and it was removed. An additional abg was drawn shortly after with no significant change in pao2. The patient¿s health was declining over the previous two days, and it was decided by the patient¿s family to place the patient on a ¿do-not-resuscitate¿ order at approximately 10:00 pm on (B)(6) 2021. The patient experienced a cardiac arrest at approximately 1:30 am on (B)(6) 2021 and the patient expired due to respiratory failure leading to the cardiac arrest. Multiple attempts were made to acquire further details concerning specific patient information, ECMO course and the patient¿s death; however, no additional information was obtained.